Event description:
Spontaneous report. Home health nurse stating pump is malfunctioning. She stated the down occlusion alarm, was going off and she checked tubing and nothing was wrong, then the infusions wouldn't start. She opened and dosed the door several times and it finally started again but kicked back to the 120ml/hr rate when pt was supposed to be on last step of the infusion, she went in and manually selected the last step of 180ml/hr but pump is going very slow. Pump is new [shipped (B)(6) 2023] and has new batteries. Sending replacement pump. Indication: common variable immunodeficiency, unspecified, no missed dose reported, no adverse event reported, pump will be returned to manufacturer. Reported to (B)(6) by: health professional.